Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer provided logs for evaluation.analyzation of the logfiles revealed that alarm 316 (blower failure) is triggering together with 401 after start-up is done. There is also an nt error 4 pressure blower too low or unstable occurring at the same time as the errors above, plus the are issues with the circuit calibration failing phase 2.the reported problem with the insp block/valve could possibly be related to a blower issue.the customer was requested to verify software update and moog blower problem first before the insp block. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 401 -inspiration valve or device leaky during an engineer scheduled inspection. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. As a resolution, customer swapped blower and fixed after the last start up on 19/02/2022. The root cause was determined due to defective moog blower unit.